Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level ranged from 153-154 mg/dl. Reportedly, the customer changed infusion set and did not observe any issues with the infusion set. Customer declined to further troubleshoot with tandem technical support.